Manufacturer narrative:
The customer reported, on (B)(6) 2017; during the case, there was ¿no phaco.¿ additionally noted was a delay of ¿over 15 minutes¿ before the console was exchanged to complete the case. The surgeon stated that upon the patients¿ post-operative visit, the eye was notably ¿swollen,¿ and that ¿the patient currently recovering.¿ additional, related information was requested but was not obtained. Without additional, related information, a conclusive root cause cannot be determined. The company representative checked the system. It was noted that a ¿power loss¿ was experienced during the time of the case. Additionally, the company representative states that the phaco handpiece was suspected to have contributed to the report ¿phaco issues.¿. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The company representative did not mention testing the handpiece. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece was manufactured on march 8, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no phacoemulsification power during a surgical procedure. The procedure was completed using an alternate system. There was no harm to the patient.